Event description:
The advocate alleged that a control test was performed using the customer's meter and the result was 239 or 240 mg/dl. The normal control range was 103-143 mg/dl. No adverse events were alleged. The advocate declined to further troubleshoot the contour system. The test strips were returned for evaluation. Replacement test strips were sent to the customer.